Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-02584. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the patient¿s friable, weak, and compromised vessel, along with the difficulty withdrawing the valve into the sheath likely attributed to the injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the attempt to place the 26mm sapien 3 in the native annulus through transcarotid access, the valve was unable to deploy off the balloon. It seemed as if the balloon had ruptured, or was leaking ¿somewhere inside¿ the delivery system shaft. It was also noted that the valve would not stay in between the markers. The valve, delivery system and esheath will be returned for evaluation. There was resistance when advancing the delivery system through the sheath, although the field clinical specialist (fcs) was not sure if it was more than normal. The valve was advanced across the native annulus, but when the pusher was pulled back, the valve moved on the balloon. It should be noted that the sinotubular junction (stj) was severely calcified. It was attempted to deploy the valve, even with the movement, but when the atrion was pushed, the balloon would not inflate. Blood was noted in the syringe. All devices, including the sheath, were removed. It was planned to remove all devices, but the valve would not pull all the way into the esheath during removal. When it was pulled out, approximately 3 cm of intima of the carotid was in the valve and the delivery system. It was previously planned to patch the access, so the patch was placed. The patient will be brought back at a later time to place a tavr. A second delivery system and valve were prepped but not used, due to the patient injury. The cause of the delivery system difficulties is unknown, but possibly related to the tension in the delivery system, or the delivery system scrapped the stj. Additionally, the physician noted that the metal stop sleeve ¿didn¿t look right under fluoro¿. The patient¿s native annulus measured 21x29mm2, with mild native annular calcification, and mild leaflet calcification. The patient had a porcelain aorta. The sinotubular junction (stj) measured 23x24mm, and was severely calcified. The sinus of valsalva (sov) measured 31x30x30.